Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer unit and burr catheter were received together. The burr was detached and was not returned. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The coil was stretched and broken 135.8cm from the strain relief. There were numerous sheath kinks. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks, however, the device did not run. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, the rotational speed was set at 180,000 rpm and the 1.50mm rotaburr was inserted inside the guide catheter. One ablation was about 15 seconds and it was performed five times. However, since distal part of the lesion area was not reached, rotational speed was again set to 200,000 rpm. Then, the target lesion was ablated again twice at about 15 seconds with a max 9,000 rpm down and then the rotaburr was returned in the platform. When the physician tried to remove the advancer, it was noted that the burr was not moving even if the advancer knob was moved. The guide catheter was deeply engaged and when the rotawire was removed, it was further noted that the burr was separated and was able to be retrieve with the rotawire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 1.50mm rotalink plus was selected for use. During the procedure, the rotational speed was set at 180,000rpm and the 1.50mm rotaburr was inserted inside the guide catheter. One ablation was about 15 seconds and it was performed five times. However, since distal part of the lesion area was not reached, rotational speed was again set to 200,000rpm. Then, the target lesion was ablated again twice at about 15 seconds with a max 9,000rpm down and then the rotaburr was returned in the platform. When the physician tried to remove the advancer, it was noted that the burr was not moving even if the advancer knob was moved. The guide catheter was deeply engaged and when the rotawire was removed, it was further noted that the burr was separated and was able to be retrieve with the rotawire outside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.